Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia"), genital haemorrhage ("abnormal bleeding (general)"), haemorrhoids ("hemorrhoids stage 4") and colitis ischaemic ("infection (other) describe: ischemic colitis") in a 40-year-old female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, haemorrhoids (since having her first child in 2008), ovarian cyst, gerd, arthritis, melanoma (hcc),), skin cancer excision, uterine dilation and curettage, iron deficiency anemia, hematochezia, adnexa uteri cyst and leukocytosis. Rbc- 4.26 x10(6)/mcl. Hgb- 13.3 g/dl. Previously administered products included for an unreported indication: propofol, doxylamine succinate, ondansetron, succinylcholine, neostigmine, metronidazole, cefazolin, ketorolac, acetaminophen, oxycodone, promethazine, fentanyl, morphine, lorazepam, dimenhydrinate, bupivacaine, epinephrine, metronidazole, famotidine, dicyclomine and rocuronium. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pica ("psychological or psychiatric problems condition: pica, constant ice chewing"), migraine ("migraines / headaches"), headache ("migraines / headaches") and anaemia ("gastrointestinal or digestive system condition, other injury(ies) or complications please describe anemia,") and was found to have heart rate increased ("blood or heart disorder/condition type: fast heart rate"). On (B)(6) 2017, the patient experienced colitis ischaemic (seriousness criterion medically significant), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhoids (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia"), alopecia ("hair loss."), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,") and colitis ("colitis"). The patient was treated with surgery (ablation,, robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and hemorrhoidectomy) and iron infusion x3. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had resolved and the menorrhagia, genital haemorrhage, haemorrhoids, colitis ischaemic, vaginal haemorrhage, alopecia, pica, migraine, headache, heart rate increased, nausea, dysmenorrhoea, fatigue, anaemia and colitis outcome was unknown. The reporter considered alopecia, anaemia, colitis, colitis ischaemic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhoids, headache, heart rate increased, menorrhagia, migraine, nausea, pelvic pain, pica and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left : 1 and right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on an unknown date: reviewed. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2018: surgical pathology: specimens: uterus, uterus, cervix and bilateral tubes. Final diagnosis: uterus, cervix, bilateral fallopian tubes, excision: - benign cervix with no evidence of dysplasia. - proliferative endometrium with no evidence of hyperplasia. - benign subserosal leiomyoma. - benign bilateral fallopian tubes. - negative for cytologic atypia or malignancy. Addendum: the specimen is reexamined. Essure coils are identified in both fallopian tubes. Gross description: received in formalin labeled "uterus" is an 8 cm x 5 cm x 3 cm tan uterus with bilateral attached fallopian tubes measuring 10 cm x 0.5 cm (right) and 8.5 cm x 0.5 cm (left). There is an attached cervix with a patent os. The serosal surface of the uterus is smooth. The specimen is bivalve and serially sectioned to reveal a 1 to 2 mm uniform endometrium. No mass lesions are identified. The endocervical canal is unremarkable. Sectioning through the fallopian tubes reveals a pinpoint lumen and unremarkable fimbriae.. Physical examination - on an unknown date: rhythm: regular rate: normal. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), menorrhagia ('abnormal bleeding(vaginal, menorrhagia'), vaginal haemorrhage ('abnormal bleeding(vaginal, menorrhagia'), genital haemorrhage ('abnormal bleeding (general)'), haemorrhoids ('hemorrhoids stage 4'), congenital uterine anomaly ('uterine septum') and colitis ischaemic ('infection (other) describe: ischemic colitis') in a 40-year-old female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, haemorrhoids (since having her first child in 2008), ovarian cyst, gerd, arthritis, melanoma (hcc),), skin cancer excision, uterine dilation and curettage, iron deficiency anemia, hematochezia, adnexa uteri cyst and leukocytosis. Rbc- 4.26 x10(6)/mcl hgb- 13.3 g/dl. Previously administered products included for an unreported indication: propofol, doxylamine succinate, ondansetron, succinylcholine, neostigmine, metronidazole, cefazolin, ketorolac, acetaminophen, oxycodone, promethazine, fentanyl, morphine, lorazepam, dimenhydrinate, bupivacaine, epinephrine, metronidazole, famotidine, dicyclomine and rocuronium. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhoids (seriousness criterion medically significant), alopecia ("hair loss."), nausea ("nausea,") and dysmenorrhoea ("dysmenorrhea cramping),"). In (B)(6) 2014, the patient experienced pica ("psychological or psychiatric problems condition: pica, constant ice chewing"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue,") and anaemia ("gastrointestinal or digestive system condition, other injury(ies) or complications please describe anemia,") and was found to have heart rate increased ("blood or heart disorder/condition type: fast heart rate"). On 20-apr-2017, the patient experienced colitis ischaemic (seriousness criterion medically significant), 3 years 6 months after insertion of essure. On (B)(6) 2017, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced congenital uterine anomaly (seriousness criterion medically significant) and colitis ("colitis"). The patient was treated with surgery (ablation (B)(6) 2015, ablation (B)(6) 2015, robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and hemorrhoidectomy) and iron infusion x3. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had resolved and the menorrhagia, vaginal haemorrhage, genital haemorrhage, haemorrhoids, congenital uterine anomaly, colitis ischaemic, alopecia, pica, migraine, headache, heart rate increased, nausea, dysmenorrhoea, fatigue, anaemia, colitis and cyst outcome was unknown. The reporter considered alopecia, anaemia, colitis, colitis ischaemic, congenital uterine anomaly, cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhoids, headache, heart rate increased, menorrhagia, migraine, nausea, pelvic pain, pica and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left : 1 and right: 4. Patient received treatment for events- genital hemorrhage, hemorrhoids, vaginal hemorrhage, menorrhagia, fast heart rate, anemia, migraine/headaches, pica, ischemic colitis, dysmenorrhea, fatigue, pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on an unknown date: reviewed. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2018: surgical pathology: specimens: uterus, uterus, cervix and bilateral tubes final diagnosis: uterus, cervix, bilateral fallopian tubes, excision: - benign cervix with no evidence of dysplasia. - proliferative endometrium with no evidence of hyperplasia. - benign subserosal leiomyoma. - benign bilateral fallopian tubes. - negative for cytologic atypia or malignancy. Addendum: the specimen is reexamined. Essure coils are identified in both fallopian tubes. Gross description: received in formalin labeled "uterus" is an 8 cm x 5 cm x 3 cm tan uterus with bilateral attached fallopian tubes measuring 10 cm x 0.5 cm (right) and 8.5 cm x 0.5 cm (left). There is an attached cervix with a patent os. The serosal surface of the uterus is smooth. The specimen is bivalve and serially sectioned to reveal a 1 to 2 mm uniform endometrium. No mass lesions are identified. The endocervical canal is unremarkable. Sectioning through the fallopian tubes reveals a pinpoint lumen and unremarkable fimbriae. Physical examination - on an unknown date: rhythm: regular rate: normal. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received: previously reported event vaginal hemorrhage is became incident , newly added newts- septate uterus, cyst, onset date of previously reported events- vaginal hemorrhage, menorrhagia, hemorrhoids, genital hemorrhage, hair loss, nausea, dyspareunia, fatigue, pelvic pain female was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia"), genital haemorrhage ("abnormal bleeding (general)"), haemorrhoids ("hemorrhoids stage 4") and colitis ischaemic ("infection (other) describe: ischemic colitis") in a (B)(6) year-old female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, haemorrhoids (since having her first child in 2008), ovarian cyst, gerd, arthritis, melanoma (hcc),), skin cancer excision, uterine dilation and curettage, iron deficiency anemia, hematochezia, adnexa uteri cyst and leukocytosis. Rbc- 4.26 x10 (6)/mcl hgb- 13.3 g/dl. Previously administered products included for an unreported indication: propofol, doxylamine succinate, ondansetron, succinylcholine, neostigmine, metronidazole, cefazolin, ketorolac, acetaminophen, oxycodone, promethazine, fentanyl, morphine, lorazepam, dimenhydrinate, bupivacaine, epinephrine, metronidazole, famotidine, dicyclomine and rocuronium. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pica ("psychological or psychiatric problems condition: pica, constant ice chewing"), migraine ("migraines / headaches"), headache ("migraines / headaches") and anaemia ("gastrointestinal or digestive system condition, other injury(ies) or complications please describe anemia,") and was found to have heart rate increased ("blood or heart disorder/condition type: fast heart rate"). On (B)(6) 2017, the patient experienced colitis ischaemic (seriousness criterion medically significant), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhoids (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia"), alopecia ("hair loss."), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,") and colitis ("colitis"). The patient was treated with surgery (ablation,, robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and hemorrhoidectomy) and iron infusion x3. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had resolved and the menorrhagia, genital haemorrhage, haemorrhoids, colitis ischaemic, vaginal haemorrhage, alopecia, pica, migraine, headache, heart rate increased, nausea, dysmenorrhoea, fatigue, anaemia and colitis outcome was unknown. The reporter considered alopecia, anaemia, colitis, colitis ischaemic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhoids, headache, heart rate increased, menorrhagia, migraine, nausea, pelvic pain, pica and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left : 1 and right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on an unknown date: reviewed. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2018: surgical pathology: specimens: uterus, uterus, cervix and bilateral tubes final diagnosis: uterus, cervix, bilateral fallopian tubes, excision: benign cervix with no evidence of dysplasia. Proliferative endometrium with no evidence of hyperplasia. Benign subserosal leiomyoma. Benign bilateral fallopian tubes. Negative for cytologic atypia or malignancy. Addendum: the specimen is reexamined. Essure coils are identified in both fallopian tubes. Gross description: received in formalin labeled "uterus" is an 8 cm x 5 cm x 3 cm tan uterus with bilateral attached fallopian tubes measuring 10 cm x 0.5 cm (right) and 8.5 cm x 0.5 cm (left). There is an attached cervix with a patent os. The serosal surface of the uterus is smooth. The specimen is bivalve and serially sectioned to reveal a 1 to 2 mm uniform endometrium. No mass lesions are identified. The endocervical canal is unremarkable. Sectioning through the fallopian tubes reveals a pinpoint lumen and unremarkable fimbriae. Physical examination - on an unknown date: rhythm: regular. Rate: normal. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs+mr received: events abnormal bleeding (general), abnormal bleeding(vaginal, menorrhagia), infection (other) describe: ischemic colitis, psychological or psychiatric problems condition: pica, migraines / headaches, blood or heart disorder/condition type: fast heart rate, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),colitis, pain, fatigue, gastrointestinal or digestive system condition, other injury(ies) or complications please describe: anemia, hair loss were added. Lot number, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.